Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, for the first firing of small intestine resection, the surgeon clamped the tissue with the cartridge and pushed green button. Then he tried to squeeze the handle but it was so stiff that he could not squeeze the handle at all. A new cartridge was connected to the same handle and continued the operation. The reload reported was not used on the patient.